Event description:
On 10/12/2007 the sales representative reported that the head of the screw had disengaged from the shaft. The screw was found disassembled in the kit. Non surgical event.

Manufacturer narrative:
Investigation is pending return of product. Product has not been used.